Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the proximal right coronary artery (prca). After a 4x12mm xience stent was implanted, a 4x12mm nc traveler balloon dilatation catheter (bdc) was advanced for post-dilatation. The bdc was inflated one time to 8 atmospheres (atm) when the balloon ruptured. The bdc was removed without issue and an 8mm balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.